Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported to have occurred on an unknown date starting in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of intravia containers were observed to have particulate matter inside the bags. The devices were filled with an unspecified narcotic medication. The events occurred prior to patient use. There was no patient involvement. No additional information is available.